Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 4/15/2021 h.6. Investigation: fifteen samples with sealed packaging and one sample in open packaging was received by our quality team for evaluation. From the returned samples, black particles which could be sand particles were observed inside the syringe product and at the corner of the blister packaging. A device history record review found no non-conformances associated with this issue during production of this batch. The black dust foreign matter inside the package and syringe could be due to pest infestation. The foreign matter could have been brought into the package when the pest bit the bottom web to enter the packaging. The product could have been infested with pest due to uncontrolled storage conditions before distributed to the customers¿ premises. The non-conformance could have occurred out of the manufacturing facility. The team had also reviewed the pest controls records and no abnormalities were detected at the 5ml manufacturing line. Hence, we are unable to identify the root cause of the reported non-conformance. See h.10.

Event description:
It was reported that 16 syringe 5ml ls experienced foreign matter in device cannula/needle/syringe or other fluid path component. The following information was provided by the initial reporter: small particles (black color) have been found in blister package and syringes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 16 syringe 5ml ls experienced foreign matter in device cannula/needle/syringe or other fluid path component. The following information was provided by the initial reporter: small particles (black color) have been found in blister package and syringes.